Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer that she woke up with a cold sweat and low blood glucose levels of 35 mg/dl. She treated herself by eating two cookies. The customer stated that she had lot of scar tissue and that, when she pulled out the infusion set, it knotted up. Customer stated that she placed a new battery in the pump and redid the infusion set. Troubleshooting was done. The customer stated that she recently moved and is under a lot of stress. Customer stated she was in the hospital for gastritis. Advised customer to consult their healthcare provider regarding the low blood glucose levels. Advised customer to monitor the insulin pump and call back if issue persists. Advised customer that the insulin pump passed troubleshooting. Nothing further reported.